Event description:
The product was used during a lung resection procedure. Reportedly, the instrument was difficult to open. The surgeon resected the tissue at the application site to remove the instrument and applied another device to complete the procedure. The hosp has reported the pt's condition is satisfactory.

Manufacturer narrative:
11/11/1998- supplement #1 sent to FDA. Corrected data entered in d9. Device evaluation indicated and codes entered in h3 and h6. Device not available for evaluation.